Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced bilateral seromas after a mastectomy with the use of veritas collagen matrix. Veritas was used during bilateral subcutaneous mastectomy and reconstructed with tissue extenders. On an unreported date, the right side developed a large seroma. Approximately eleven months after the initial procedure, the patient underwent a bilateral breast implant exchange during which bilateral seromas were noted and bilateral drains were inserted. The patient¿s outcome was not reported. No additional information is available.